Event description:
Customer reported she dropped her insulin pump a few weeks ago and ever since then customer has been experiencing high blood glucose and then the bottom was out. Customer has been experiencing high and low, she thinks the insulin pump was the causing the issues due to her dropping the device. Customer declined troubleshooting and requested the device to be replaced. Blood glucose of 400 mg/dl was reported. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the device had minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.